Event description:
The pt was found, by recreation therapist, holding right atrial catheter with line broken and dripping blood in the room. The pt's rac was immediately flushed and capped. The estimated blood loss was 10 cc. The pt's luer lock extension tube had broken. This is the sixth report of this type of break in this extension tubing reported in the past 4 months.